Event description:
After one day's implantation the pt started showing signs of hypodrainage. Both proximal and distal catheters checked for permeability.

Event description:
After one day's implantation the pt started to show signs of hypodrainage. Both the proximal and distal catheters were checked for permeability.